Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings posterior and anterior assessed, as surgical damage. And observed, an opening assessed, as fold flaw opening. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/mar/2024.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.